Event description:
A physician reported that during cataract surgery seven of the ophthalmic knives from different lot, sharpness was bad during surgery. The surgery was completed on the same day with alternative knife and there was no patient harm. Procedure details have not been provided. Additional information has been requested, none has been received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is available that has not yet been received at manufacturing for evaluation. (Use only when sample is available and known to be receiving). The manufacturer internal reference number is: (B)(4) h.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. One opened clearcut 2.2 knife was received for the report of sharpness of knife was bad. Sample was visually inspected and found to be conforming. Functional penetration testing was then performed and found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned opened sample was found to be visually and functionally conforming, therefore a sharpness of knife was bad as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the knife was manufactured to specifications. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.